Event description:
It was reported that this patient that had been implanted with a new pacemaker system had presented back to the hospital a few days later in complete heart block. The device egm was displaying right ventricular pacing with no capture and an escape rhythm of 40bpm. Because this lead had only been implanted for a few days, technical services discussed that this was likely related to a lead dislodgement and to further investigate. Additional information was reported that an x-ray revealed that the increased threshold leading to loss of capture was due to a micro-dislodgement. Lead was repositioned with no other issues or complications.